Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received at the service center and evaluated. It was reported that that during the demo, after connected camera to generator, images cannot be displayed in the live video menu. Per service manual operational and diagnostic, the reported failure was confirmed. During evaluation, the capture card not detected, and no channels were detected. System will need a new capture card. The root cause is that the capture card being sent back to manufacturer for rci. The certificate of analysis and certificate of compliance for this manufactured lot is attached to this complaint file. There were no non-conformances or deviations for this lot on the coc.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep in (B)(6) that during a demonstration, it was observed that the image management system- evolution 4k device did not display image in the live video after it was connected to the generator. There was no procedure nor patient involvement reported. No additional information was provided.